Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded during a paracentesis procedure. Following it was determined that an alert had been triggered for the right ventricular (rv) lead due to high sensing integrity counter (sic), high rate non-sustained episodes, and high rv lead impedance. In addition, it was noted that the rv lead undersensed during a non-sustained ventricular tachycardia (vt) episode. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.